Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (incb plate for femur, right, 9 holes ref 02.03260.005 ) are marketed in USA, and therefore this report was filed. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It has been reported that the patient was implanted a ncb df plate, right, 9 holes on the right side on unknown date. The plate broke after 2.5 months and a revision was performed to exchange alternative one.